Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned without suture or anchors. The actuator was in the post t1/pre t2 deployment position. A functional evaluation found the device cycled as intended. A review of the customer provided image found two fast fix 360 devices pictured without suture or implants. No device damage could be seen. The complaint was not confirmed, and the root cause could not be determined since the state of the returned device did not allow for duplication of the reported failure. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, two (2) fast fix 360 devices failed. The 1st fast fix 360 could not deploy the t1 implant (B)(4). In the 2nd fast fix 360 the t2 implant fell of after t1 was implanted (B)(4), both t implants were removed from the patient using tweezers. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.